Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 538 mg/dl. Customer advised they were unable to rewind the insulin pump and were out of insulin. Customer advised their blood glucose was high as a result of eating junk food at a party and not having any insulin.